Event description:
Pt with a history of hypertension and grave's disease was given their first injection of hyaluronate sodium in 2005 for arthritis in both knees and about 15 to 20 minutes following the injection they became red, flushed, and their blood pressure (b/p) was 150/90 mmhg. They did not have hives and was not itchy before the injection their b/p was 120/70 mmhg. They were told to lie down and their b/p increased to 180/90 mmhg. After going home, about 2 hours following the injection, their b/p was 200/110 mmhg and they took diphenhydramine. Later taht evening their b/p was 180/90 mmhg. On the morning of the following day they took her b/p again and it was 140/90 mmhg. Later that day it was 180/100 mmhg. They called their internist to schedule a visit and their b/p was 160/90 mmhg in the evening it was 180/90 mmhg. They were told by their rheumatologist to see their internist.